Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing reproduced error code e226 due to dirt on the electric contacts in the connector. In addition, the adhesive on the bending section was peeled off due to deterioration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error code e226 (scope communication error) occurred with the subject device and the image did not appear. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.